Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and treatment cannot be excluded. However, it is noteworthy that the patient has received multiple treatments with a total volume of 2.7 ml over 2 years in the nose. The reported events are addressed in the label. A trend analysis shows that no medical complaints have previously been reported for this lot number. Based on the current information, the case has been assessed as serious and fulfilling the criteria for regulatory reporting. Distribution comment: based on the current information, this case has been assessed as fulfilling the criteria for regulatory reporting. The case does not fulfill the criteria for regulatory reporting in (B)(6). Preventative action: the events are already addressed in the labeling. No action initiated. Manufacturing narrative: a trend analysis shows that no medical complaints have previously been reported for this lot number 13448-3. CAPA: no CAPA needed at this time. (B)(4) (importer) is submitting on behalf of (B)(4) (manufacturer). Exemption number : (B)(4). Meddra coding: tissue darkness (implant site ischemia) (B)(4). Redness (implant site erythema) (B)(4). Swelling (implant site swelling) (B)(4). Pain (implant site pain) (B)(4). Alar area might appear a little bit of scar (implant site scar) (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2015 by an unknown which refers to a female aged (B)(6) years. Information on the patient's medical history, concomitant medication or allergies was not provided. The patient had not had any previous rhinoplasty or facial surgery. The patient had previously received treatment with 0.4cc unspecified filler (radiesse) on (B)(6) 2013 to nose, restylane perlane on (B)(6) 2014 (0.5cc), (B)(6) 2014 (0.5cc) and (B)(6) 2015 (0.6cc) to nose, and 0.5cc restylane vital on (B)(6) 2015 to nose. On (B)(6) 2015, the patient received treatment with 0.1-0.2cc restylane perlane lidocaine lot number 13448-3 to nose tip with sharp needle and linear technique. On unknown date(s), the patient experienced redness (implant site erythema), swelling (implant site swelling) and pain (implant site pain) at nose tip after treatment with restylane perlane lidocaine. 4 days later, on (B)(6) 2015, the patient experienced severe, tissue darkness (implant site ischaemia) at nose tip after treatment with restylane perlane lidocaine. On an unknown date, the patient experienced "alar area might appear a little bit of scar" (implant site scar) at nose after treatment with restylane perlane lidocaine. On (B)(6) 2015, the patient was treated with hyperbaric oxygen. On (B)(6) 2015, the patient was treated with hyaluronidase. On (B)(6) 2015, the patient was treated with hyperbaric oxygen. The reporter assessed the case as serious due to require intervention (devices). Treatment for the adverse event included amoxicillin [amoxicillin] [(B)(6) 2015], acetaminophen [paracetamol] [(B)(6) 2015], transamin [tranexamic acid] [(B)(6) 2015], zinc gluconate [zinc gluconate] [(B)(6) 2015], decadron [dexamethasone] [(B)(6) 2015], hyaluronidase [hyaluronidase] and hyperbaric oxygen. At the time of the report the adverse events tissue darkness, redness and pain were recovering/resolving. At the time of the report the adverse event swelling was unknown, and "alar area might appear a little bit of scar" was not recovered/not resolved. The reporter has assessed the tissue darkness as possible related to treatment with restylane perlane lidocaine. The reporter has assessed the redness, swelling, pain and "alar area might appear a little bit of scar" as conditional / unclassified related to treatment with restylane perlane lidocaine. The company has assessed the tissue darkness, redness, swelling, pain and "alar area might appear a little bit of scar" as possible related to treatment with restylane perlane lidocaine.